Event description:
A technician reports that a surgeon had three pts with unexpected postoperative refractions following intraocular lens (iol) implant surgery. Add'l info has been requested. This is one of three medical device reports associated with these events.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 6/2/2008 and 6/6/2008 by mail, fax and phone. Pt records were received. A completed questionnaire has not been received.